Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) rotated and one haptic is outside of the bag, in the sulcus. Additional information was requested.

Manufacturer narrative:
Information was provided that the patient had previous rk and lasik enhancements before the implant. (B)(4).